Event description:
The manufacturer received information alleging o2 was not being delivered on a trilogy ev300. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device by a philips field service engineer, the fio2 sensor was found to be defective. It is noted that the 100% o2 calibration did not pass. The service engineer sent a repair quote to the customer stating that the fio2 sensor needed to be replaced to address the issue and the customer did not accept the quote. It is noted that 'the system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. No follow up requested.' The case has been closed. No further investigation is required.